Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
The patient experienced a communication problem and has been seeing the poor communication screen on his programmer for the last two months. The last time he felt stimulation or had a successful recharging session was 2 to 6 months ago. The device became overdischarged due to patient compliance. The antenna locate feature resulted in a power on reset (por) to be displayed on the recharger which then lead to the normal recharging screen. At first he was not able to obtain any coupling bars but after the antenna locate feature he was able to get 7 bars. A week and a half later it was reported that he was not able to adjust stimulation. The ¿call you doctor¿ icon and por displayed. He did not want to adjust stimulation but to simply turn his stimulation on. He was able to recharge his ins just fine two days ago but when he tried to turn the stimulation on with the programmer he was unable to. Clearing the por resolved the issue. It was noted that the patient has relocated and needs to find a managing physician. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when trying to charge the unit, it was stated that it was showing that "there's half a battery left." It was reported that the patient was seeing that on the recharger. It was reported that the patient was not seeing any bars come up, not "even seeing empty boxes." It was reported that the recharger unit was fully charged. It was reported that the patient programmer does not turn the unit on. It was reported that the patient "could not turn on the unit to get the flow of electricity at all." It was reported that on the patient programmer the patient was seeing a "question mark between the line that goes between that and the unit itself." It was reported that it was right over the internal unit and that the patient could feel the battery in the back. Patient tried it with the antenna and without the antenna. Additional information reported that patient continued to get a "question mark" on the patient programmer. Additional information reported that the patient got a screen with a phone, a doctor, por screen and a circle on the top left. Por was cleared. Patient was able to turn the device on, "now I'm getting charged, I'm juiced." Patient was able to use patient programmer to make adjustments.